Event description:
It was reported that the day after implant for left bundle branch pacing this right ventricular (rv) lead was not capturing. The lead was repositioned to a lower septal position. Approximately one month later, the rv threshold was high, and it was decided to replace the lead. A new lead was successfully implanted without adverse effects. The lead was retained by the hospital and thus is not expected to be returned.